Event description:
It was reported that, "anchor c case. Technique was followed and guide was used. After placing first screw the pa noticed the locking clip on screw had dislodged completely from screw. Removed screw and confirmed clip was not on screw. Replaced with a rescue 4.0 screw and went in correctly. Second screw was drilled to a 10mm. Used a 10mm self tapping screw and could not get screw to advance all the way. Surgeon was worried it was an issue with the locking clip so replaced with another 10mm self tapping screw and it advanced all the way and was locked in place. Wasted 2 screws are being returned. Ten minute delay in surgery"

Manufacturer narrative:
Anchor c screw was reported having its clip dislodged. The screw was lost and therefore won't be returned. Batch number is unknown. It is impossible to determine under which condition it has dislodged. Surgical technique warns about excessive pivoting or angulation of the drilling guide that can cause damages as well as excessive pivoting or angulation on the screwdriver that can cause damage to the screwdriver and/or screw. It is possible that the reported event is the result of the condition of use.

Event description:
It was reported that, "anchor c case. Technique was followed and guide was used. After placing first screw the pa noticed the locking clip on screw had dislodged completely from screw. Removed screw and confirmed clip was not on screw. Replaced with a rescue 4.0 screw and went in correctly. Second screw was drilled to a 10mm. Used a 10mm self tapping screw and could not get screw to advance all the way. Surgeon was worried it was an issue with the locking clip so replaced with another 10mm self tapping screw and it advanced all the way and was locked in place. Wasted 2 screws are being returned. Ten minute delay in surgery."

Manufacturer narrative:
Product not returned to stryker.